Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs1, airseal ifs, 110v was being used on an unknown date during a robotic hernia repair procedure when it was reported ¿it stopped working halfway through the case and it said check gas supply¿¿. Further assessment found that ¿just shut off during case. Instruments were able to be removed in time to prevent injury. Patient not injured.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs1, airseal ifs, 110v was being used on an unknown date during a robotic hernia repair procedure when it was reported ¿it stopped working halfway through the case and it said check gas supply¿¿. Further assessment found that ¿just shut off during case. Instruments were able to be removed in time to prevent injury. Patient not injured.¿ the procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The evaluation found the high-pressure unit sensor failed. The preventive maintenance was not overdue. The repair and evaluation were completed. The test met all specifications. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be premature sensor failure. The service history was reviewed and found similar repairs to this complaint. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.